Event description:
This x-ray system at the end of a pt sequence emitted a loud noise and then a burning odor. The system's x-ray generator became unavailable and the display went blank. The system would not allow more images.

Manufacturer narrative:
(Method, results, and conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.